Event description:
It was observed during the evaluation that the camera head had no image and a deteriorated camera cable. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a probable root cause cannot be identified. The ccd failed, resulting in the inability to communicate normally, which could have have led to the no-image event. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.